Event description:
A physician called to state that he had inadvertently placed a vena tech vena cava filter upside down in the inferior vena cava of a patient with chronic pulmonary embolism. The patient's cava measured 16mm corrected for magnification. He subsequently placed a second filter below the original filter. The patient did not suffer any adverse effects from the procedure. The physician declined to identify the hospital or patient or provide additional information.